Event description:
The valve in the sheath did not close when the dilator was removed. Blood exited the sheath through the open valve. The sheath was removed and a new sheath was placed. This was the second device to malfunction. Unfortunately, the first device was not saved.